Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubble. The customer¿s blood glucose was 225 mg/dl at the time of incident and the current blood glucose was 182 mg/dl. Customer was treated with lancets, syringes. Customer having multiple air bubbles. The air bubble having the champagne size. The insulin pump will not be return for the analysis.